Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro closure and delivery system (wds) were selected for use. After three deployment attempts, an acceptable position was achieved, and the closure device was released. Immediately after release, device migration occurred, resulting in approximately half of the closure device protruding into the left atrium. Because stability could not be ensured, the device was percutaneously retrieved using a steerable sheath and biopsy forceps. A new closure device was selected and implanted successfully. There were no further complications reported.